Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The affiliate reported via email during insertion the implant broke in the area between the deployment instrument and the anchor. The broken pieces were removed fully, a new healix advance anchor was placed. Converted to open. Email request from affiliate 4-28-2017. I was just informed there might be a chance that the broken pieces have not been removed fully. The surgeon says he removed everything visible and is asking to check during evaluation if any pieces are missing.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirmed that the assembly driver (shaft) was broken in the area between the shaft and the anchor. The assembly driver was broken in such a way that a part of it was stuck inside the anchor implant, no loose pieces were found. X-ray images from different angles of the anchor were taken at depuy mitek to determine if some pieces of the broken driver were left behind in the patient. It was observed that the shape of the broken driver was such that it matched with the broken piece stuck in the anchor. Hence it appears that no missing pieces were left in the patient. One of the possibilities of the malfunction might be that the user was using the driver off axis which led to the breakage. Apart from this possibility, however, we cannot determine a definite root cause for the user to have experienced this issue. Device history record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted and no corrective action is required. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).